Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted.

Manufacturer narrative:
Further information was received indicating manufacturer reference number 2017865-2019-00845 should not have been reported as a medical device report (MDR) as the product has not been approved by the FDA and is part of investigational device exemption (ide).